Event description:
The customer reported an error code displayed on the system. There was a generator failure during a case. The case was completed.

Manufacturer narrative:
The system is said to have given a communication error message upon first fluoro shot and has subsequently performed properly. The ge service rep could not duplicate the problem. He retrieved and reviewed error, message, boot and debug log files. The rep erased and rebuilt communication nodes and flash memory. He reinstalled calibration files. Forwarded copies of log files to senior technician for dissemination and engineering review. Inspected workstation fuses and power supplies. These check good. The rep inspected power cord plug and found ground contact to be faulty. He repaired ground contact and securely tightened line and returned contacts. When he verified system the problem, the discrepancy had been duplicated. He performed a software reload. The unit still displays communication failure. He placed repair parts on order. He replaced the backplane board in the mainframe as well as the gib board and the fluoro function board. The ps1 power supply was adjusted from 4.90 v dc up to 5.05 v dc per published procedure. After performing simulated testing for an hour and observing, the dr perform clinical cases for at least 2 hrs. The system is operating as intended.